Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -6.0/1.0/74 (sphere/c ylinder/ axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Later on the same date in a separate surgery the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.